Manufacturer narrative:
No service has been requested by the customer; therefore a service record review cannot be performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a cataract surgery an intraocular lens fogging up when an ophthalmic operating console performing fluid to air exchange. No system message was displayed. The physician used a viscoelastic product to clear the fog. However the issue was not resolved. The surgery could not be completed as the surgeon could not got clear vision and the surgery was rescheduled. The physician placed gas in the eye until the patient was rescheduled for the surgery. There was no harm to the patient. Additional information has been requested.